Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was prompted to perform motion calibration but would not complete the task.

Event description:
A site representative reported that, while outside of a procedure, the imaging system prompted the user to complete motion calibration. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.